Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. A 3.50x28mm synergy drug-eluting stent was advanced; however, delivering difficulties were encountered. When the device was pulled out from the patient's body, the stent strut was found to be lifted. The procedure was completed with a different device. No patient complications were reported.